Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 46 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinued of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus and basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked case at battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).